Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced an issue with two infusions sets were damage to infusion set tubing hub. The issue was noticed on 14-mar-2024 and 01-may-2024. The blood glucose level was between 100-150mg/dl. The infusion set was in use for both events for about one day. The patient replaced infusion set and resumed insulin successfully. No further information available.